Manufacturer narrative:
Additional information was received that the patient's ipg would longer charge. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices was not returned to bsn as it was kept by the medical facility.

Event description:
A repot was received that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.

Event description:
A repot was received that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.